Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). All available info was forwarded to the actual MFR, b. Braun (B)(4). They reviewed the batch mfg record and there were no such defects encountered during in-process inspection or at final control inspection. The process cards show no abnormalities. Multiple attempts to contact the facility have not been successful. Per the event description, the reporter stated that he "removed needle and placed back into the blister lid, then finished insertion procedure. He then grasped blister lid to dispose and felt the needle stick him". It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. (B)(4) guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. Without the actual sample, further eval was not possible and a thorough investigation could not be performed. No specific conclusions can be drawn. If additional pertinent info becomes available, a f/u report will be filed.

Event description:
(B)(4).